Event description:
Coil did not deploy; no patient harm occurred an azur coil was used to complete the case. Vendor notified. Manufacturer response for vascular detachable coil system, ev3 concerto detachable coil system (per site reporter).